Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Data analysis was performed, and it was found that the increase in power consumption was due to high rate atrial sensing in combination with signal artifact monitoring (sam) being active. Technical service recommended reprogramming options. Additional information was received, stating that the device was reprogrammed. This device remains in service. No adverse patient effects were reported.